Event description:
The patient reported she experienced ineffective stimulation. The patient also indicated that she has suffered falls and other unrelated health issues. The patient also stated she need an MRI performed. Subsequently, the patient underwent surgical intervention and had her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.